Event description:
It was reported that a patient experienced a stroke. A pulsed field ablation (pfa) procedure was performed successfully on (B)(6) 2024, it was noted that during the procedure the sheath was replaced due to difficulties getting transeptal access. The patient later presented on emergency room complaining about visions problems, a head computed tomography was performed and nothing was found. The patient later returned to the hospital with similar issues and a second CT was performed but no abnormalities were found again. On (B)(6) the patient underwent a brain magnetic resonance imaging (MRI) in which it was discovered that a stroke had occurred. The patient had fully recover from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.